Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of right ventricular lead was bent after repositioned several times and the lead was pulled out of the position. The lead was not used and replaced during the procedure. There were no patient consequences.